Event description:
A surgeon reported a patient with unexpected refractive outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who stated the event will resolve with treatment; however he did not indicate what the treatment will be. In his opinion, it is unknown whether the iol contribute or caused the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).